Event description:
It was reported that during a pneumectomy left lung procedure, when stapling the last major blood vessel superior v. Pulmonalis, the device and reload fired, but didn't deploy staples in the tissue, which wasn't initially noticeable. The vein was dissected with a scalpel causing the massive bleeding, because the vein wasn't stapled. Surgeon used clamp on vein to stop the bleeding. Surgeon then used sutures to ligate the vein. This made the bleeding stop and put the patient out of life threatening situation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: additional information was requested, but the only additional information received is as follows: patient is stable. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.